Event description:
The user facility reported that the unit was involved in an incident. This device did come into contact with a patient. Additional information was received from the facility acknowledging that the event was a slippage condition that occurred intra-operatively after the patient was secured. The procedure being performed was a craniotomy.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.